Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the common bile duct during a balloon dilatation procedure performed on (B)(6) 2025. During the procedure, the balloon burst. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good. Note: the instruction for use (IFU) states that the cre fixed wire balloon dilatation catheters are indicated for use in adult and adolescent populations to endoscopically dilate strictures of the esophagus. However, the complainant reported that the anatomy location of the procedure was at the common bile duct (cbd).

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.